Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. At an appointment on the (B)(6) no hearing threshold could be obtained. Re-implantation is scheduled for the (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The reported medical issues seem to be a consequence of a probable trauma, which also might have led to the observed damage. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. At an appointment on the (B)(6) no hearing threshold could be obtained. The user has been re-implanted.